Manufacturer narrative:
Initial 1 of 4 e1: name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event due to a bent cannula and treated with correction via multiple daily injection on (B)(6) 2026. The infusion set had been inserted in the abdomen and thigh.